Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 141 mg/dl, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the basal suspension on (B)(6) 2024, customer's blood glucose (bg) level rose to 1280 mg/dl, with ketones. Customer gave a manual injection to address bg level and went to the emergency room (ER). Customer was treated with intravenous fluids of saline and insulin and was released from the ER 2 days later on (B)(6) 2024 with issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.